Event description:
A representative from smith and nephew gave an implant to be used on the patient for the hip resurfacing per surgeon request. Upon insertion of the implant, part of the piece broke while using it. The implant was inserted but not retained. This required that a new implant had to be opened, and it was determined that it was a manufacturer error after discussing it with the representative, surgeon, and surgical tech. The representative stated that he would discuss it with his company and take responsibility for the implant. Manufacturer response for prosthesis, hip, semi-constrained, metal/metal, resurfacing, birmingham hip resurfacing (bhr) (per site reporter). I reached out to the representative who is in possession of the failed product for an investigative report. No follow up as of 11/12/2024.